Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead was found to have noise episodes. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.